Manufacturer narrative:
On 9-feb-2025, the product investigation was completed. It was reported that a patient underwent an atrial flutter ablation with a carto® 3 system and the patient experienced case cancellation due to bwi product issue that required extended hospitalization. Device investigation details: the hospital has not sent the necessary purchase order to let technical service provide the service. Therefore, no service was provided by the technical service. The service was declined by the customer. However, a company representative confirmed that the related carto 3 system is currently not functioning and not in use. An investigation was initiated by the manufacturer to investigate the issue. During investigation the issues were not duplicated. No additional investigation can be performed as the workstation could not boot up and the data related to the issue was not available. The manufacturing record evaluation was performed on carto 3 # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a carto® 3 system and the patient experienced case cancellation due to bwi product issue that required extended hospitalization. It was reported that the decanav was not registering on the carto 3 system. The carto 3 system then displayed 258 (magnetic data streaming error.), 268 (acl data streaming error), 278 (ECG data streaming error), and 280 (tpi data streaming error). The medical team tried to reboot the patient interface unit (piu) and the system froze on error 3 for at least 20 minutes before they tried rebooting again. Upon rebooting, only back patches were showing on the carto display. The medical team removed the decanav and patch unit while the piu was booting up. There were no patches displayed after the patch unit was reconnected. They shut down the piu and removed it from power. Upon reboot, the workstation only displayed a gray screen. Another hard reboot of the carto 3 system was performed, and this time the workstation display was stuck on the windows loading cycle screen. The case was cancelled. Patient was in the room for 1.5 hours had around 1 hour of sedation and 1.25 hour of local anesthesia. No transseptal puncture was performed. The physician did not believe the cancellation of the procedure contributed to a serious injury to the patient as the patient was transferred to a different hospital to get procedure performed at a later date. The physician reported that the patient continued to be in atrial flutter, and therefore the patient required extended hospitalization. After this case cancellation, the patient underwent their procedure at another site.

Manufacturer narrative:
Per internal review on (B)(6) 2024, the h6 medical device problem code for "computer operating system problem (a1104)" was added due to the software issues during the event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).